Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. In addition, rv pace impedance measurements had increased from 394 ohms to 1,018 ohms in the last 3 years. Technical services (ts) discussed that both impedance rises may be attributed to calcification on this single coil lead. No noise was seen on the presenting electrogram (egm). The last delivered shock was at implant, and the shock impedance measurement was 59 ohms at that time. Ts recommended commanded shocks and pace threshold testing. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. In addition, rv pace impedance measurements had increased from 394 ohms to 1,018 ohms in the last 3 years. Technical services (ts) discussed that both impedance rises may be attributed to calcification on this single coil lead. No noise was seen on the presenting electrogram (egm). The last delivered shock was at implant, and the shock impedance measurement was 59 ohms at that time. Ts recommended commanded shocks and pace threshold testing. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead was explanted and replaced. It was also noted that the implantable cardioverter defibrillator (ICD) was explanted and replaced with no reported product performance issues and no additional reported adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- the local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. In addition, rv pace impedance measurements had increased from 394 ohms to 1,018 ohms in the last 3 years. Technical services (ts) discussed that both impedance rises may be attributed to calcification on this single coil lead. No noise was seen on the presenting electrogram (egm). The last delivered shock was at implant, and the shock impedance measurement was 59 ohms at that time. Ts recommended commanded shocks and pace threshold testing. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead was explanted and replaced. It was also noted that the implantable cardioverter defibrillator (ICD) was explanted and replaced with no reported product performance issues and no additional reported adverse patient effects. Additional information received reported that this right ventricular (rv) defibrillation lead was not tested on a pacing system analyzer (psa). Under fluoroscopy, there appeared to be an anomaly near the clavicle, but it was unable to be confirmed. In addition, it was noted the lead was removed in pieces, and therefore will not be returned. No additional adverse patient effects were reported.